Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-jul-2025, the user reported that on 26-jul-2025, after noticing a small crack on the ilet touchscreen, the top portion of the screen became unresponsive to touch. The user¿s blood glucose (bg) was not affected during the event. The user was provided a replacement ilet. No medical intervention or outside assistance was required, and no symptoms were reported.